Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.0/+1.0/050 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2016. The reporter indicated loss of best-corrected visual acuity (bcva), pigment dispersion, cell deposit and inflammation. The lens remains implanted. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
(B)(4).